Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction was unable to be confirmed as no images were provided, and the product was not returned for evaluation. Review of the submitted log files confirmed a low flow alarm; however, a specific cause for the alarm could not be conclusively determined. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted controller event log file contained events from 12oct2025 ¿ 16oct2025. The file captured a single transient low flow hazard alarm on 13oct2025. Of note, pulsatility index (pi) values appeared to be elevated during the low flow event. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including infection (local, driveline or pump pocket infection) and sepsis, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital for septic shock. Patient's computed tomography angiography (cta) chest results showed "questionable nonocclusive thrombosis in the outflow cannula of the left ventricular assist device (lvad), concerning for significant streak artifact which limits the accurate evaluation.¿ the images were reviewed by cardiothoracic surgery and the results were unclear but there was possibly a twist in the outflow graft (ofg). The patient was admitted with an international normalized ration (inr) of 6, anticoagulation had been held and inr slowly trending downwards to 4.7 on (B)(6) 2025. Patient had positive blood cultures and was being treated for endocarditis with concerns for vegetation on the patient's mitral valve under echocardiogram (echo). The patient's flow maintained at approximately 4 lpm since admission to the hospital. The log files captured a lone low flow event on (B)(6) 2025 at 1009 with flow noted as low as 2.1 lpm. The low flow events were likely patient related due to elevated pulsatility index (pi) values.